Manufacturer narrative:
Date sent: 02/21/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y procedure, the upper seal would not maintain pneumo. Used a second like device to complete the case. There was no pt consequence reported.